Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical chemistry system generated modular chemistry (mc) and cartridge chemistry (cc) obstruction detection transducer failures errors. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the obstruction detection assembly and performed alignments.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).